Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been experiencing ongoing low blood glucose (bg) levels (20-28 mg/dl). The pump was disconnected from the customer and juice was consumed to address the low bg. The contact thought that the low bg may be due to the customer's changing body and the pump's basal rate may need to be decreased during the evening. During troubleshooting with tandem technical support, the time on the pump was found to be off by 30 minutes. The contact did not know when or how the time was changed. The time on the pump was corrected. Tandem technical support advised the customer to discuss the low bg with a healthcare provider.